Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the needle was completely missing from the infusion set. The needle did not come out when the button was pressed before using the device. There were 3 infusion sets defective from the same lot number (1442075).